Event description:
Ten days following a pair of surgeries back in 2010 (the two surgeries being five days apart), an x-ray of patient's abdomen revealed a linear metallic foreign object. The patient's lawyer contents, in a legal filing, that the object was a cautery tip broken off from an aem suction irrigation electrode used in one of the surgeries. "As a result of the cautery tip being found in [patient]'s abdomen and the additional infection, [patient] was required to undergo at least one additional surgery, causing her additional pain, injury, and discomfort. [Patient] was also hospitalized for a number of weeks."

Manufacturer narrative:
None of the contentions of "facts" expressed in the legal filing, including whether an event happened, can be verified or evaluated by manufacturer. Manufacturer has determined that no communications concerning these alleged events were received by it from any source at any time up until the legal filing arrived on (B)(6) 2012.